Event description:
Reportedly, the instrument stapled properly, and the anvil tilted, but the instrument was difficult to remove. The surgeon pulled on the instrument and the tissues was torn; lower resection and new anastomosis.